Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: no complaint against the device: no observations are performed for the complaint as the event is no complaint against the device. As per the investigation procedure deformation and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device lab received 2 device and requested sister record. Healthcare professional later reported that gel inside came into contact with the patient on the contralateral side only. Later healthcare professional reported "there was rupture". This record relates to the right side.

Manufacturer narrative:
Corrected data: g.3. Aware date in the initial emdr should have been listed as 13dec2025.

Event description:
Device lab received 2 device and requested sister record. Healthcare professional later reported that gel inside came into contact with the patient on the contralateral side only. Later healthcare professional reported "there was rupture". This record relates to the right side.